Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: 12/2024.

Event description:
It was reported that prior to an angioplasty procedure, the balloon was allegedly found to leak. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during preparation for an angioplasty procedure, the pta balloon allegedly leaked. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: additional information received, the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiry date: 12/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.